Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found slight fibrous contamination at the air inlet, a fine white dust-like contamination on the blower housing, blower isolators, blower outlet seal and blower air intake. The manufacturer also found evidence of liquid ingress on the blower housing and in the blower box, slight unknown particulate contamination in the blower box, mineral deposits in the water tank and on the metal plate, bio contamination on the flip lid seal, fibrous like and dust like contamination on the drybox seal and on the drybox exterior, fibrous like contamination in the tubing connector. The device's downloaded event log was reviewed by the manufacturer and found one occurrence of continue error e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown particulate contamination in the humidifier enclosure as well as fibrous like contamination. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer confirmed the presence of particles in the blower box and evidence of water ingress in the device.